Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level and insulin pump had insulin flow blocked alarm. Customer's blood glucose level was 40 mg/dl at the time of incident and customer's current blood glucose is 48 mg/dl. Customer declined troubleshoot for low blood glucose level. Customer treated their low blood glucose with food. Customer had no idea about insulin was exited or not during cannula prime. Customer will not return insulin pump for analysis.